Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. In addition, it was reported intermittent occlusion alarms occurred. During troubleshooting with tandem technical support, it was confirmed that the occlusion was due to the cartridge. Customer changed the cartridge to address the occlusion alarms. Customer's blood glucose (bg) level was 455 mg/dl. Customer addressed bg level via manual injections, and subsequently delivered more insulin than needed. Customer's bg level lowered to 42 mg/dl, and the customer went to the emergency room. Customer was treated with carbohydrates, and was released from the ER a "couple hours" later in "stable" condition with a bg level of 117 mg/dl.